Event description:
It was reported that at the implant procedure, the lead helix was tested but after placement, it would not extend. The lead was removed from the patient and after a lot of rotations the helix jumped out of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) e lectrode of the lead was covered in body tissue/fibrotic growth.